Event description:
During arthroscopic procedure on patient's left shoulder, arthrex shaver was used. Metal shavings were noted in the joint after shaving. Surgeon concerned with compromised patient care. Joint washed out thoroughly with 0.9 normal saline. No harm to patient. Device not received by clinical engineering. If received will return to manufacturer for analysis.